Event description:
It was reported that the pump is constantly alarming air in line. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was returned. A visual inspection noted an inoperable air detector. During the functional testing, the pump constantly alarmed "air in line." The root cause was found to be the faulty air detector and it was replaced. A manufacturing DHR review was performed because the device was within a year of its manufacture date at the time the complaint was received. Review of the manufacturing record showed that the device passed its final functional testing and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.